Manufacturer narrative:
Correction: please note that additional information received indicates that this event occurred during a trial and that there was no implantable neurostimulator, thus the mfg. Site ID has been updated to (B)(4), as well as the suspect medical info has also been updated to reflect that it was an external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the infection occurred where the lead was exposed, because it was a lead for a trial. It was noted that the infection was caused possibly by the procedure at implant. It was noted that ¿patient complications¿ was inaccurate and there was ¿patient health damage.¿

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported an explant procedure due to infection. The event occurred during use of the product. The infection occurred widely around the site where the lead was exposed. It was noted that there were patient complications. There was possibility that the infection occurred during treatment/intervention. There were no further complications reported and/or anticipated.